Manufacturer narrative:
H6: evaluation - requested clinical isolates from user for evaluaton. Routine monitoring of complaint history and performance trends to ensure perormance is within claims. Overall, oxacillin performance of dried pos panels is acceptable.

Event description:
Single account reported to dade behring that they observed two clinical s aureus isolate oxacillin mic discrepancies. The account obtained oxacillin suspectible results on the dried pos ocmbo type 12 lot#2006-07-15 panel and oxacillin resistant results on a secondary method (ox screen agar) for the clinical isolates. Account submitted isolates to a reference lab, where they were confirmed mrsa. There was no reort of adverse health consequences to the patient as a result of the false susceptible results being obtained. Clinical isolate will be submitted by the account for testing by date behring.